Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the valve, delivery system, and wire were pushed outside the expandable section of the esheath into the right iliac and was unable to be retrieve requiring a vascular cutdown on both sides, abdominal cutdown, and fem fem bypass to retrieve the device. Patient is alive and major bleeding did occurred.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation and investigation findings. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system, device preparation manual, procedural training manual and no IFU/training deficiencies were identified. The complaints for difficulty or inability to withdraw system with valve through sheath was unable to be confirmed as neither the complaint device nor applicable imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manuals revealed no deficiencies. Per complaint details, "during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the valve, delivery system, and wire were pushed outside the expandable section of the esheath into the right iliac and was unable to be retrieve requiring a vascular cutdown on both sides, abdominal cutdown, and fem fem bypass to retrieve the device." Further complaint details state that calcification and tortuosity was present in the patient's access vessels. Per the IFU/training manual, "push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification." Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance during withdrawal. Tortuosity can create sub-optimal angles that can lead to non-axial alignment of the delivery system with the sheath during withdrawal. Additionally, as the valve remained crimped on the balloon during retrieval, it can get caught on the sheath tip and further contribute to withdrawal difficulties however, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests patient (calcification, tortuosity) and procedural factors (withdrawal of crimped valve) may have contributed to the reported event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.

Manufacturer narrative:
This is 1 of 2 manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691- 2022 - 05411.